Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The upn and lot information were not provided. A device history review was not performed as the upn and lot number are unknown, and the ship history review could not be conducted. The risk review and labeling review were also not performed due to the same missing information. Based on the information provided, unable to exclude device problem is selected as the most probable cause for the complaint, as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that during the procedure, the device, which had been repaired, was used, and the fiber broke. The procedure was completed using another of the different device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the procedure, the device, which had been repaired, was used, and the fiber broke. The procedure was completed using another of the different device. There were no patient complications.